Event description:
Device issue: dislodged stent. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure, a non-abbott 6fr guiding catheter was being used with an allstar guide wire. The xience v stent delivery system (sds) was advanced into the guiding catheter over the guide wire and then a support catheter was advanced over the xience v sds. During advanced of the support catheter over the sds, it pushed the stent implant off of the sds balloon. The dislodged stent remained inside the support catheter and all the devices were removed from the pt as a single unit. The dislodged stent was removed from the pt anatomy inside the support catheter, so there was no pt injury. The procedure continued and another xience v stent of the same size was used to successfully complete the procedure. No additional info was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.